Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer had telemetry issues. The programmer was able to interrogate wireless and non-wireless using the provided head. However, an error was found in the recent log parsing sheet so the printed circuit board was reseated and recalibrated and software was reloaded as a preventative. The hard drive health was found to be 99%. The hard drive was replaced and reimaged as a preventative. It was also indicated that the power cord bay door was cracked and both keyboard hinges were broken. These parts were replaced and the programmer passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had telemetry issues. It was further reported that it was not attributed to the radiofrequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.